Manufacturer narrative:
The returned blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. A rework has been generated for this condition on the inner blade edge form associated with this assembly. The rework was initiated on (B)(4) 2012 and requires all fabricated edge forms to be reworked in order to eliminate the protrusion at the tip radius, which is the cause of the problem. This rework will continue until a design solution has been implemented. The returned assemblies were fabricated prior to the corrective action, which is currently in place. A review of the device history record was performed which confirmed no inconsistencies. The product was built to the then design specifications. After the evaluation the root cause was determined to be a manufacturing issue which has since been addressed. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a knee arthroscopy procedure (menisectomy), it was reported that the shaver blade was shedding. It was confirmed all the shavings were removed. No patient injury was reported.